Event description:
On (B)(6) 2013, a nurse contacted animas requesting additional pump training for caretakers involved in the patient¿s care. The reporter mentioned that the patient was recently in the hospital for hypoglycemia related to stacking of insulin. The reporter also noted that the same site had been used for two years. The reporter stated she would like to keep the patient on the pump, but that caretakers needed additional training. The reporter noted that the patient¿s healthcare provider wanted to take the patient off the pump altogether. The reporter could not provide details of the hospitalization. This complaint is being reported based on the allegation that the patient experienced hypoglycemia requiring medical intervention while using insulin pump therapy related to use error.

Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.